Manufacturer narrative:
(B)(4).

Event description:
Procedure type: urogynecological. According to reporter: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced injury, severe and permanent pain, suffering, disability and impairment. Product was used for therapeutic treatment. Novasure wand (cytye) was reported to be used/implanted during this procedure.